Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5, d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had corrosion and e218 scope communication error occurred. A root cause for the scope communication errors could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. Olympus will continue to monitor field performance for this device.

Event description:
The scope had a e226 scope communication error.

Event description:
It was reported the gastrointestinal videoscope had error message on processor 226. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.